Event description:
Same case as: 6000089-2007-00967. It was reported by the patient's daughter that post a coronary drug eluting stenting treatment procedure, a blockage of 2 stents had occurred. The patient had a 2.75x24mm and two 2.75x16mm taxus express 2 drug eluting stents placed. Per the report source, the patient's physician recently determined that one of the taxus stents is 80% blocked and another of the taxus stents is 90% blocked. No additional patient complications were reported. Attempts to obtain additional information from the physician have been unsuccessful. The physician has not seen the patient since the initial procedure and initial follow-up visit.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.